Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported the replacement of the recharger resolved their issue with having poor coupling while charging implant. The patient reported they were unsure if falls were related to the device/therapy and indicated they were having leg weakness. No further complications reported at this time.

Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from this consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the recharger was not connecting to the implant. The patient stated when they put the recharger over the implant, it was not charging. The patient meant no coupling bars were shaded. The patient stated the implant battery was now down to a quarter bar, and they could not get the charger to charge the implant. The patient confirmed coupling bars were empty, but stated they usually light up black. The patient stated they had the recharger on last night for three hours and the battery did not move. The patient stated they had been holding the antenna directly over the battery. Troubleshooting and antenna locate (al) feature was done over the call. The patient got the number 58 as the top number during al. The patient stated they needed to push down about 5-10 pounds of pressure in order to get the number. The patient noted when they pushed down they got 70 and got 40 when they let go. Troubleshooting did not resolve the issue. Patient services reviewed, and the patient confirmed they got three bars when they pressed down the antenna but lost bars when they moved their hand. The patient stated if they waited to see their healthcare provider (hcp) in order to resolve coupling issue, then their implant was going to die before then. Patient services sent a replacement recharger antenna and adhesive discs to the patient. The patient confirmed they had a few falls and stated their last fall was about two weeks ago. The patient stated their weight had been the same and had not lost weight. The patient noted that they implanted their stimulator in a bad spot and further stated it was right behind their spine and was hard to reach. The patient confirmed the implant had not moved, and it was kind of hard to tell if there were any changed to the implant site due to it being on their back. The patient noted about a year ago, he knew he would need to have back surgery again. Patient services clarified if the back surgery was related to the device/therapy, and the patient stated their stimulator was put in for their back and legs. The patient also noted that he had to have his knees replaced and had back fusions that collapsed. The patient confirmed the back fusion was unrelated to device/therapy and stated the back fusion was used to control the pain he has. The patient confirmed this pain he is referring to is the reason he had the stimulator implanted. The patient stated they do not want to have another surgery, because they already had so many unrelated surgeries and has another one next month for their neck. No further complications were reported/anticipated.